Event description:
A user facility reported that an intraocular lens (iol) would not unfold. It was returned stuck inside the cartridge of an iol delivery system. There was no patient impact/injury associated with this event.